Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device not grasping the pins as the pins were being chewed up and not grasping was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device failed untrue running check at pretest. It was further determined that the device emitted a noticeable grinding noise inside of it ,and had excessive corrosion inside the internal sub-assembly components (planetary wheel, stop ring complete, clamps guide sleeve, cone sleeve, coupling, pinion cage, housing, gear shaft). It was further determined that the ball bearings were corroded, seized and had rough rotation. It was determined that these issues were consistent with improper cleaning. It additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during a veterinary tibial plateau leveling osteotomy (tplo) surgery, it was observed that the quick coupling device was not grasping the pins. It was further reported that the pins were being chewed up and not grasping. There was a twenty minute delay to the surgical procedure. It was not reported if a spare device was available. There was no human patient involvement as the device was used in a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.